Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error could not be determined. Should additional information become available, a follow-up report will be submitted. A review of the label for the product family will be conducted. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only." If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The home patient (hp) continued therapy with the new bag on the set up. The hp did not report an alarm. The corporate product surveillance (cps) discussed with the hp that she should not replace a bag after connection. The hp was advised to contact her nurse due to the breach in the sterile pathway. The hp stated that she was unaware that she could not do this and said she would talk to her nurse. The hp was also advised to call the 1-800 number on the cycler for support when having issues with the supplies on the cycler while in use. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.